Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the fill port. The leaking at the fill port was discovered within 13 hours of starting patient treatment. The device was filled with 0.9% normal saline and fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from october 26, 2018 - october 30, 2018. The actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was a leak coming out at the solvent-bonded junction of the tubing and stress member next to the fillport. The reported condition was verified. The most probably cause of the reported condition was a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.